Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crtd) change out, fluoroscopy revealed an insulation anomaly near the ring electrode on the left ventricular lead. The lead was functioning appropriately and remained implanted.